Event description:
It was reported that the patient's left knee was revised due to infection. All implants (cr knee) were removed and a ts knee was implanted. Rep confirmed that no further information will be released by the hospital or surgeon. Update 30/january/2024 (to related report number 9615014-2023-00016): rep provided additional information: patient had alleged an allergy to the cement used after the primary surgery on (B)(6) 2023 and revision on (B)(6) 2023. Allergy tests were negative. Surgeon reported that the patient was picking at the wound which led to inflammation and drainage (revision reported in 9615014-2023-00016), and later, infection (revision reported here in 9615014-2024-00002).